Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 30 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient's hemoglobin level dropped to 7.1 after placement of feeding tube. The site of bleeding was unknown. At the time of event, the patient was taking aspirin and warfarin.

Event description:
The patient did not go any diagnostic tests. The bleeding stopped when given 1 unit of plasma red blood cells within 24 hours.